Event description:
Patient had foley catheter placed during gynecological surgery. When time to remove, only 8-10 cc of clear fluid would withdraw from balloon port. Another 10 cc of saline was injected, but would not withdraw. The balloon port was cut and only a few drops of clear liquid ran out. The foley was removed by a physician and the balloon was found to be slightly inflated. There was no patient harm.

Event description:
Patient had foley catheter placed during gynecological surgery. When time to remove, only 8-10 cc of clear fluid would withdraw from balloon port. Another 10 cc of saline was injected, but would not withdraw. The balloon port was cut and only a few drops of clear liquid ran out. The foley was removed by a physician and the balloon was found to be slightly inflated. There was no patient harm.